Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion, with a lesion length of 30 mm and a vessel diameter of 3.5 mm, was located in the mildly tortuous and mildly calcified left anterior descending artery. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During the procedure, the image was blackened and could not be visualized. The tip end was blocked, preventing the catheter from being flushed. As a result, attempts to restore imaging were unsuccessful, and air could not be primed. The procedure was completed with another of the same device. The patient was stable following the procedure, and no patient complications were reported.